Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 513 mg/dl at the time of the incident. The customer was at 414 mg/dl at the time of admission, and 77 mg/dl at the time of the call. The customer used manual injections and the pump to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering as they did not go down even after bolusing. Troubleshooting was completed and the pump time was corrected. The insulin pump will not be returned for analysis.